Event description:
This involves a walkmed 350vl: patient came to clinic at approximately 9:45am stating "my pump isn't running". Observed that pump window (screen) was completely blank and no indicator light was blinking. Checked battery and it was securely attached. Patient states, "I didn't touch anything" and "that cover is always on it." Turned pump back on by pushing power button and the window (screen) came on and the setting revealed 2.39 ml/hr, 2.45 ml delivered, 110ml max volume to deliver, and unl to indicate pump buttons are locked. Bag holding the 5fu is observed to be very full. The unit was completely powered off. Manufacturer response for walk med infusion pump, walkmed350vl (per site reporter). Walk med pump contractor to pick up and evaluate the pump that malfunctioned. Patient given new pump.